Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent bilateral total hip replacement on (B)(6), 2008. Subsequently, a revision procedure of the right hip was performed on an unknown date due to stem fracture. No further information has been received.